Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain and chronic low back pain. The patient reported that when they went to plug the cord in this morning the tip that goes into the device to charge it had broken off and they could not charge it. Agent sent an email to repair to replace the cord. Patient also reported the handset was getting stuck on 90% when retrieving pump settings. Patient declined going through troubleshooting steps at this time to conserve handset battery. Patient stated the issue had been going on for months. Agent walked the patient thru the steps to resolve the 90% lag.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.